Event description:
During the processing of (B) (6) for frozen storage, the lab staff introduced the unit into a biologic freezer to take it to -120ºc. When they took the unit off to introduce it into the cryofreezer they realized that the bag was broken.